Manufacturer narrative:
The technician replaced both head end brake casters to resolve the issue.

Event description:
The technican alleged the head end brake casters would swivel after being set. No patient impact.